Manufacturer narrative:
This report is submitted on sep 05, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and was placed under general anesthesia (specific date not reported) in order to remove the abutment.